Manufacturer narrative:
Product analysis: analysis was able confirm the customer comment that the external pulse generator (epg) displayed an error code. It was noted that the main printed circuit board (pcb) was out of specification electrical. It was also determined at analysis that liquid crystal display (lcd) was bleeding and epg failed the incoming functional test and displayed message "all segments of lcd turned on/off". Additionally, it was noted that the upper case was dented and battery drawer was broken. The epg was decommissioned as it was no longer serviceable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) displayed an error code during preventative maintenance testing. Troubleshooting steps were taken including powered down the unit to no avail. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.